Event description:
During a phone conversation, regarding a separate issue, a customer stated that they reported a low potassium (k) to the emergency room (ER) in 2005. The low k result was generated by the synchron cs5pro instrument. The customer indicated that an initial k result was low. The actual result was not provided. The customer indicated that the pt original sample was re-tested for k and the repeated result was "normal." The actual result is unk. Based on available info, the pt was administered kcl. No additional info regarding this event was provided by the customer.

Manufacturer narrative:
The event took place in 2005, but at the time was not reported to beckman coulter by the customer. The event was reviewed with very limited info as details were not provided by the customer and they were not willing to investigate the incident. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.